Event description:
Valiant captivia stent grafts were implanted in the endovascular treatment of a 72 mm thoracic aortic aneurysm . It was reported they were stacked up and placed until directly below the total cervical segment (1 debranch) from phrenic nerve level. It was reported that two days later, the aneurysm ruptured and the patient subsequently expired. No cause was the event was reported. No additional clinical sequelae were provided and the patient is expired.

Manufacturer narrative:
Other relevant device(s) are: product ID: v amc3434c200tj, serial/lot #: (B)(4), ubd: 24-nov-2023, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received: it was reported that the cause of death and aneurysm rupture was possibly due to a type ib or a type ii endoleak. The devices were explanted post-mortem. Film evaluation summary: the exact type and cause of the endoleak could not be determined from single short video provided. The aneurysm rupture could not be confirmed on the image. Lack of pre-implant CT's did not allow for a thorough assessment of the pre-implant anatomy. Post-implant CT's were not available, therefore, a thorough assessment of the endoleak and reported aneurysm rupture could not be performed. A type ib endoealk seems unlikely to have occurred as there appeared to be adequate distal seal. It is possible that the observed contrast blush was a type IV endoleak caused by graft porosity, which may have been exacerbated by slight fabric stretching at the level of the stent graft angulation noted in the descending aorta, in a location where the stent graft appeared to be unopposed to the vessel wall within the taa sac. Other factors such as heparin dose, outflow resistance, imaging quality, and volume of the aneurysm sac may have also contributed to this likely type IV endoleak. It is possible that a type ii endoleak from patent collateral vessel may have been present. Analysis of the returned film did not reveal any obvious stent graft integrity issues. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation summary: wo valiant captivia stent grafts were returned for analysis. Angulation and a tear to the distal end of pli20 was evident on visual inspection. Explant grafts were decontaminated with hydrogen peroxide and sodium hypochlorite pending further device testing to support the final product analysis findings. Analysis found suture breaks on both pli10 and pli20. Pli10 had a hole in the graft fabric. Pli20 had a tear at the distal end and a nitinol break was found in the same region. Train wrecking was also evident to the two grafts. It is possible that the damage found during analysis may have contributed to the reported endoleak. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.